Manufacturer narrative:
Medwatch report #2015691-2015-02130 pertains to this same event and patient (medwatch report #2015691-2015-02125). The event regulatory reporting will take place under medwatch report #2015691-2015-02130.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported through edwards implant patient registry, a 29 mm sapien xt valve was implanted inside a 26 mm sapien xt valve. The reason remains unknown at this time.